Event description:
This is a report of an iodine sponge that was observed outside the minicap. There was no patient involvement; therefore there was no patient injury, medical intervention, or adverse reaction indicated with the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gm1405008 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During the inspection, it was determined the product met dimensional specifications, though the sponge was observed out of the cap. The problem was verified, though a cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.